Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that there was a drug leak, requiring an additional procedure to exchange the device. A 106x12cm ekos endovascular device was selected for use in local ultrasound-guided lysis. The patient presented with a central pulmonary artery embolism. After placing the ekos catheter, the patient was transferred to the intensive care unit (ICU). After approximately one hour of therapy, a longitudinal crack in the drug luer was observed, and the plastic part of the drug luer was no longer transparent; it looked milky. Lysis leaked out of the crack in the drug luer. Treatment was stopped immediately, and the patient was brought back to the catheter laboratory to exchange the ekos catheter for another of the same type. The patient was transferred back to the ICU, and therapy continued without further issues. The patient was treated successfully. No patient complications were reported.

Event description:
It was reported that there was a drug leak, requiring an additional procedure to exchange the device. A 106x12cm ekos endovascular device was selected for use in local ultrasound-guided lysis. The patient presented with a central pulmonary artery embolism. After placing the ekos catheter, the patient was transferred to the intensive care unit (ICU). After approximately one hour of therapy, a longitudinal crack in the drug luer was observed, and the plastic part of the drug luer was no longer transparent; it looked milky. Lysis leaked out of the crack in the drug luer. Treatment was stopped immediately, and the patient was brought back to the catheter laboratory to exchange the ekos catheter for another of the same type. The patient was transferred back to the ICU, and therapy continued without further issues. The patient was treated successfully. No patient complications were reported.

Manufacturer narrative:
D4: lot number: the reported lot number 33349463 corresponds to the infusion catheter. A ship history review for the reported upn was performed for the reporting customer. Lot numbers 8035170192, 8035165982, and 8035165972 were most recently shipped to the reporting facility in the 3-year period preceding the procedure date. E1 - initial reporter phone: (B)(6).